Event description:
A malfunction alarm, specifically alarm 20, was reported by the customer during pumping. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge using the correct technique, but the cartridge alarm recurred. Consequently, technical support decided to replace the pump.